Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-1140 serial #: (B)(4) description: scs precision novi ipg, sterile model #: sc-4316 lot #: 18599750 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that after the patient's permanent implant procedure, the patient experienced severe postoperative abdominal pain. It was noted that the pain would not subside with medicinal intervention and the physician decided to remove the system. The physician believed that the pain was procedure related. The patient underwent an explant procedure.